Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy, the device allegedly self activated and failed to obtain samples. It was further reported the event occurred upon removal of the tissue samples, the first trigger was pulled, then the device allegedly self activated and the samples were destroyed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation, the top slide self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the stylet spring. Based on the finding that the top slide self-activated, the investigation is confirmed for the reported self-activation. The investigation is inconclusive for the reported failure to obtain samples as a full functional evaluation could not be performed. The identified bent bumper, characteristic of an issue related to tolerance stackup, likely contributed to the identified incomplete cannula tang engagement, which in turn likely contributed to the self-activation issue. While the reported event could not be accurately reproduced, it is likely that the self-activation led to the reported destruction of the sample. However, the definitive root cause for the reported event could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy, the device allegedly self activated. It was further reported the event occurred upon removal of the tissue samples, the first trigger was pulled, then the device allegedly self activated and the samples were destroyed. There was no reported patient injury.